Event description:
It was reported that the health care professional (hcp) requested assistance with this cardiac resynchronization therapy defibrillator (crt-d) regarding an increase in right ventricular pacing (rvp) percentage in a patient programmed for left ventricular (lv) only pacing. The hcp noted a rise in rvp compared with prior checks. It was reported that the patient had recently undergone left breast cancer surgery, and the hcp confirmed that episodes of oversensing correlated with the surgery, the patient had stable intrinsic rhythm in the 80s and was monitored during the procedure. Ts confirmed that biventricular trigger was off and reviewed rate count data, noting that although the number of rv paced events was small, the percentage appeared elevated. Ts discussed that the rise in rvp was likely related to pacing during surgery, device testing, or rv automatic threshold test. A signal artifact monitor (sam) episode was observed where the minute ventilation (mv) sensor was switched. Ts discussed resetting counters and options for re enabling sam. This crt-d remains in service, and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.